Manufacturer narrative:
Due to character limitation, below field are added from (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs100 intra-aortic balloon pump (iabp) had automatic inflation failure. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the machine and the device was out of warranty. The customer refused to quote and refused the manufacturer to pay for repairs. The customer was told that the faulty device cannot be used in clinical practice condition.

Event description:
Na.